Event description:
It was reported that during an explant due to infection, this right ventricular (rv) lead helix would not retract. The lead was extracted, and a test of the helix was performed. The helix retracted after 25 turns. The physician speculated this was due to tissue in the helix rather than a lead issue. This lead was sent to pathology and is not expected to be returned. A new device was successfully implanted. No additional patient adverse effects were reported.